Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, moderate calcification and 99% stenosis. After implanting a xience prime 3.0 x 15 mm stent, the nc trek 3.25 x 15 mm balloon was delivered for post-dilatation. However, the balloon ruptured during the first inflation at 14 atmospheres (atm). No resistance was noted either during advancement or during retraction in the lesion. The balloon was exchanged for a non-abbott balloon and the procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.